Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that eight months ago, this product was part of a system revision due to infection. The atrial lead was successfully removed; however, an svc tear occurred during attempts to remove the right ventricular (rv) lead resulting in a massive hemorrhage and subsequent patient death.